Manufacturer narrative:
Additional devices included on this report are as follows: catalog #plc141200j/ (B)(4). Catalog #plc231400j/ (B)(4). Catalog #rlt261218j/ (B)(4). Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, improper component placement, endoleak, and surgical cut down, bypass or conversion. Furthermore, additional anatomical requirements for use of the gore® excluder® aaa endoprosthesis include, but are not limited to, ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) which should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr - 18 fr vascular introducer sheath.

Event description:
On (B)(6) 2021 the patient underwent endovascular treatment of bilateral common iliac artery aneurysms using gore® excluder® aaa endoprostheses. It was reported that both of the patient's external iliac arteries were highly tortuous. A femoral artery approach was performed on the patient's right side and a retroperitoneal approach to the patient's external iliac artery was performed on the left side. The patient's left internal iliac artery was coil embolized. An attempt was made to coil the patient's inferior mesenteric artery, but the attempt was unsuccessful as the catheter was reportedly unable to be inserted. An aortic extender component was implanted to embolize the patient's inferior mesenteric artery. Further embolization was performed on a number of the patient's lumber arteries. An unsuccessful attempt was made to insert an introducer sheath on the patient's right side. Therefore, a retroperitoneal approach to the patient's external iliac artery was performed on the patient's right side as well. A trunk-ipsilateral leg component and a contralateral leg component were successfully implanted. The ipsilateral limb of the trunk-ipsilateral leg component was located on the patient's left side, and the contralateral leg component was located on the patient's right side. For the left common iliac artery aneurysm, an additional contralateral leg component (plc141200j) was implanted to extend the ipsilateral limb down to the patient's left external iliac artery. Angiography reportedly revealed a distal type I endoleak from the contralateral leg component in the patient's left limb. An additional contralateral leg component (plc141000j) was implanted to extend the left limb distally to the location of cut-down. It was reported that contralateral leg component (plc141000j) was not landed in the patient's left external iliac artery as planned. Reportedly, although the length between the cut-down and the left common iliac artery aneurysm was 5cm, the highly tortuous left external iliac artery was shortened due to insertion of the guidewire and/or the sheath. Therefore, there was not enough length in the artery for the device to be landed accurately. An attempt was made to gain access from the patient's left femoral artery, but a stiff guidewire was unable to be inserted. The treatment was withdrawn and no additional treatment was performed. On (B)(6) 2021 a reintervention took place whereby an aorto-uni-iliac procedure was performed. A contralateral leg component was placed proximally from the trunk-ipsilateral leg component down to the contralateral leg component located on the patient's right side. A femoral-femoral bypass was then performed using an 8mm fusion graft. There were no further reported issues. The patient tolerated the reintervention.